Event description:
Nurse noted blood dripping from the arterial chamber of pt lines, blood lines clamped and arterial chamber examined, noted that the blood was coming from the top of the chamber (cracked at top of chamber). Lines and dialyzer were taken down and placed in a red liner. New set up was started per protocol. Pa notified and orders noted. Pt completed dialysis uneventfully. Blood cultures x2 were drawn.